Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed (gap). There was no pt consequence.

Manufacturer narrative:
Ees# 974431-a. Facility experienced an event with ligaclip endoscopic rotating multiple clip applier on while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974431. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, a-d no ; damaged jaws, abc-no d-yes ; damaged cutter, n/a ; damaged feed bar, abd-no c-yes; damaged floor, a-d no ; damaged handle shrouds, a-d no ; damaged other, a-lower shroud; damaged tip shrouds, a-d no ; damaged trigger, a-d no ; damaged tube, a-d no ; damaged weld seams, a-d no . Functional tests & results: antibackup functional, abd-yes c-n/a ; firing: feed conform, abd-yes c-n/a ; firing: form conform, b-yes ; jaws: hold clip, ab-yes c-n/a d-no ; jaws: inside width at tips, a-.174 b-.173 c-.176 ; lockout functional, abd-yes c-n/a ; number of clips fed and formed, b-7. Analysis conclusion: based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were a total of four instruments returned. The first instrument was received with the lower shroud damaged. Due to the damage to the instrument, the remaining clips were fired non conforming. No conclusion could be reached as to how the damage to the instrument occurred. The second instrument fired the remaining clips as designed with no difficulties noted. The third instrument was received empty and locked out, therefore, further functional testing could not be performed. The fourth instrument was received with the jaws damaged. Due to the damage to the instrument, the instrument fired the remaining clips non conforming. No conclusion could be reached as to how the damage to the instrument occurred. If the jaws are closed over a hard object, or if excessive torque is applied to the instrument, the instrument can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuoulsy improve the products.